Event description:
Implant placed on 10/9/1997, site #5. Failed to integrate. Implant removed 12/18/1997. One person affected.

Manufacturer narrative:
The pt medical history was received and evaluated. Infection, as reported, is the probable cause of failure.